Event description:
Unable to pull swan, in attempt to do so, resulted in swan break with a portion retained in the right ventricle. The pt was returned to or for removal. Blood pressure 109/59, heart rate 100, monitor shows sinus tach.